Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were recorded by continuous glucose monitor (cgm) alerts. User made bolus requests while still having insulin on board (iob). User override bolus size during multiple requests. Cartridge change sequence was completed on (B)(6) 2017. There were no erratic basal rate adjustments. Making bolus requests while still having insulin on board could lead to a low bg event. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There was no evidence of device malfunction.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had been experiencing intermittent low blood glucose (bg) levels (38 mg/dl) and the cause was not known. Carbohydrates were consumed to address the low bg. As the event had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause.